Manufacturer narrative:
Operator of device unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump gave too much medication too fast. The medication was given out in three hours. The patient was throwing up and had diarrhea. The pump was turned off for a few hours until the patient felt better and then the pump was started. The settings were resolved and the pump rate is at 42 milliliters per hour.